Event description:
Related manufacturer reference number: 2938836-2019-05073. The patient presented to the or for extraction of ICD system for bacteremia/ lead endocarditis

Manufacturer narrative:
Corrected information:- describe event should have included "patient was stable". Additional information: analysis was normal. No anomalies were found.

Event description:
Patient was stable.